Manufacturer narrative:
Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. The following products were used in the surgery: product ID: qty: similar part: 510k# upn unknown; screw, 1, na, na, na, g8292035, 4, 8292035, k031967. 00721902947896 g8699045, 1, na, k981676, 00613994271846. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior lumbar interbody fusion at l4/l5. Post-op, adjacent segmental disorder was developed at the cranial side of l4/5 area. A revision surgery (plif surgery) is scheduled.